Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor error for three times. The customer¿s blood glucose level was unknown. The customer stated that drive support cap was normal. The customer was able to clear the alarms. The customer was unable to rewind the insulin pump. The insulin pump was not exposed to high magnetic field. Troubleshooting was not performed. The insulin pump will not be returned for analysis.